Event description:
It was reported that during a remote follow up, undersensing resulting in functional loss of capture was noted on the device. Additionally, the patient experienced arrhythmia due to pacemaker mediated tachycardia (pmt). Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.